Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted and once in the left eye, it was realized to be torn. Iol then was cut out and replaced with the same model and diopter iol. No incision enlargement, vitrectomy or sutures done, no patient post-op injury. No other information available.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: jan. 22, 2022. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned and, presented with a torn optic body. The complaint issue could be confirmed; however this may be attributed to handling during removal, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.